Manufacturer narrative:
D10: 170-36-00 - biolox delta femoral head 36mm od, +0mm: (B)(6). 186-03-52 - integrip mh cup sz 52mm: (B)(6). 188-01-09 - wedge plasma x/o sz 9: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty. Subsequently, the patient reported that the poly liner in breaking apart. As a result, the patient reported the need for a revision surgery on a future date. No further patient impact reported. No further information available.